Manufacturer narrative:
Product ID 748940, serial# (B)(4), implanted: 2005-(B)(6), product type extension product ID 748940, serial# (B)(4), implanted: 2005-(B)(6), product type extension product ID 399930, lot# j0519140v, implanted: 2005-(B)(6), product type lead product ID 399930, lot# j0519140v, implanted: 2005-(B)(6), product type lead. (B)(4).

Event description:
It was reported that the patient fell years ago on the ice. The patient¿s pain had changed and he no longer needed the stimulator. There was a fracture as well as a wire completely severed from the extension several inches below the hook up to the stimulator. The plan was to remove the entire system. Compatibility guidelines were requested for MRI, specifically related to the possibility of leaving the severed wire in. It was further reported that the patient was scheduled for an explant, but the date was not given. The patient had not used the device in years and his pain was much less than when his initial implant occurred.